Event description:
Pen needles were not perforated so that serum can flow through. One needle came loose while attempting to inject in stomach and disappeared inside me. Dose or amount: 54 units, frequency: daily, route: im. Reason for use: diabetes.